Event description:
Patient services (pss) reviewed info about percept implant battery longevity. The patient (pt) representative reported that the dbs "doesn't work real well" , pt rep said that they didn't know why the dbs therapy wasn't working well for the pt and said they (hcp) probably did something wrong when they put it (dbs) in because the pt still had tremors and it was hard for the pt to write bc of that. Pt rep said they had trouble getting the dbs adjusted so the pt has an upcoming appointment with the hcp to adjust the therapy in (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.